Event description:
It was reported that the customer went to the emergency room on (B)(6) 2026 with an elevated blood glucose level of 509 mg/dl and presence of ketones. Cause was unknown. Customer was treated with intravenous fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.